Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: no specific information other than "bag broke" was provided. Please note we do not have information on whether patient injury occurred and the status of the patient. Intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: no specific information other than "bag broke" was provided. Intervention: ni. Patient status: ni.